Event description:
It was reported that a patient had a problem with a neurostimulator. An employee reported "reading >4000 ohms on all of the bipolar pairs" and "reading >4000 ohms on all of the unipolar pairs." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).